Manufacturer narrative:
The hill-rom technical support suggested the account replace the communication cable. Per the hill-rom user manual, warning: a communication cable must be used for beds that have nurse call. Failure to do so could cause pt injury. For beds that have nurse call systems, a communication cable must be connected between the bed and the facility communication system. The account replaced the communication cable to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating nurse call was not working. The bed was located at the account in medsurg. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).